Event description:
It was initially reported to boston scientific corporation that a wallflex enteral colonic stent device was used during a colon stenting procedure performed on (B)(6) 2012. According to the complainant, the size of the stricture was 5-6cm in length and the location was at the ascending colon, near the ileocecal region. Reportedly, the anatomy was a little tortuous, and when the device was being advanced through the anatomy resistance was met. During the procedure, when it was attempted to release the stent, heavy resistance was met. Force was then applied to the device but the handle of outer sheath broke (detached), and the stent could not deploy. The device was removed from the patient, and the procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results which found part of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. (B)(4). A visual examination of the returned device found that the stent was fully mounted. The outer sheath was kinked just proximal to the mounted stent. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 190 mm from the handle break. This type of damage is consistent with excessive tensile force having been applied to the shaft. It was noted that the stainless steel shaft was kinked at approximately 30 mm distal to the distal end of the proximal hub handle. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.